Event description:
It was reported that the burr was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro was selected for use. During the procedure, an initial rotapro burr was used and the rotawire would not advance through the system. Then, it was replaced with this device and was successfully put into the body for treatment. However, while trying to cross the lesion, the burr broke off where it connects to the catheter and became "welded to the wire". The device was removed not intact by removing the rotawire from the body. The procedure was completed. No patient complications reported.